Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Event description:
Boston scientific received information that the patient with this device stated the device was beeping. Upon interrogation, there was a message indicating the battery voltage was too low for the prejected capacity. Subsequently, the device was explanted for premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.